Event description:
It was reported that the customer had a high blood glucose level while changing the infusion set. The blood glucose level was 400 mg/dl. Troubleshooting was performed and assisted in changing set. The customers blood glucose level at the end of the call 215 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.